Manufacturer narrative:
Additional information: h 3: sample evaluation. Two samples were received, after performing a functional inspection per procedure the condition reported was not observed in the samples. The device history record (DHR) file was reviewed indicating that the product was released meeting all quality standard requirements. The root cause of the reported condition could not be determined. The process is running according to product specifications, meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment. The process will be monitored for any adverse trends that require immediate attention.

Event description:
The customer reported that the purple connection on the multi-function port leaking between end of purple piece and blue on feed/med side. Occurred prior to patient use.

Manufacturer narrative:
H6 has been updated to method code 4103: testing of device from other lot/batch returned from user, as the customer returned two representative samples from different lot numbers.